Event description:
It was reported that after a uneventful insertion of the intra aortic balloon, the spring wire guide could not be removed from the catheter. The catheter and wire guide were removed as a unit and another catheter was placed without any complications.